Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 48.0cm was returned for analysis. External insulation abrasion was noted at 7.5-7.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.8-11.8cm, 32.3-32.9cm, and 33.4-33.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.